Event description:
On (B)(4) 2016 a troponin was tested on the tosoh aia-900. The result was 0.45 ng/ml. The positive result was reported to the physician before the positive delta check was completed. The patient was prepared for transport to another medical center based on the positive result. A delta check was then run on the specimen and the results were 0.11 ng/ml and 0.14 ng/ml (negative). All qc were acceptable when tested 17 hours prior to the specimen being tested. No abnormalities were noted with the patient specimen. On (B)(6) 2016 tosoh bioscience, inc. Was notified of the incorrect patient result report. And a tosoh bioscience, inc. Field service engineer (fse) was dispatched for analyzer service, the analyzer was inspected and cleaned and precision testing with qc was completed. The fse was unable to duplicate ths issue. Root cause: unable to determine.

Manufacturer narrative:
Tosoh corporation (B)(4). UDI - (B)(4). Operator of device: health professional. Occupation: health professional. (B)(4). Tosoh corporation (B)(4). Report source: health professional. Date received by MFR: 2/11/2016. PMA/510k: k971103 device available for eval: no / resolved over the phone / not returned to manufacturer. Labeled for single use: no. (B)(4). Usage of device: reuse. The probable cause of the event was diluent suction position. (B)(4), per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).